Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided) and experienced a bladder infection. Customer gave a correction bolus via the pump to address bg level. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.